Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The customer had two heart attacks; one a month earlier and another one prior to death. The customer was in the intensive care unit at the end, and the daughter stated that she believed the insulin pump was removed from the customer's body. No further information is available at this time.